Manufacturer narrative:
Date sent to the FDA: 09/15/2020. Additional information: additional h-3 summary: it was received for analysis an opened box with eleven unopened samples of product. The complaint sample was not received. During the visual inspection of eleven unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of samples received, no performance breakage of suture post-op was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qbmbcp batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: *what is the total number of procedures? - the clinic only has documentation of the one event reported ((B)(6) 2020), therefore I can not provide you with any additional data. *have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, other events were not reported to epiq, therefore they were not reported to ethicon. There is no documentation provided that can support this statement. *was any surgical intervention performed? -explain blue heeler, 5m, 26.5 pounds -- reopened, but looked well enough to not need resuturing, dispensed additional pain and antibiotic medication. *patient¿s current status? Heeled, home with owner. *status of product return / follow up product will be returned once rga is mailed to the clinic. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no information has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent a spay procedure on an unknown date and suture was used. Post-op, the sure wasn't holding and broke easily. No additional information was provided.